Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient was hospitalized on (B)(6)2024 due to blood clot. Blood glucose at the time of event was 700 mg/dl. Patient was treated with insulin via intravenous (IV) drip.the duration of hospitalization was less than 24 hours. No further information was available.